Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there were high impedances on contact 10. It was noted the patient had a few falls, however they did not remember the dates. The patient was programmed around the high impedances and obtained good coverage that they were pleased with. The issue was resolved. No symptoms were reported.